Event description:
It was reported that during an arthroscopy surgery the device stopped during use. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during an arthroscopy surgery the device stopped during use. The reported event was not confirmed. The service evaluation did not reveal any problems with this device during long term testing.